Event description:
It was reported that the lead exhibited noise. Programming was set to doo mode. It was noted that the patient was pacemaker dependent.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.